Manufacturer narrative:
Follow-up # 1 date of submission 10/18/2013 - device evaluation: the pump has been returned and evaluated by product analysis 10/10/2013 with the following findings: the keypad cover was found to be peeling at the ok button. During testing, the down arrow and ok keypad buttons were found to be intermittently unresponsive; the up arrow and contrast buttons responded appropriately. The keypad was removed and the ok button contact was found to be misaligned. There was evidence of contamination found under all key contacts. There was no visible moisture observed outside of the pump. A leak test revealed a battery compartment leak and crack. The pump was opened and evidence of moisture was found inside the pump case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile cngs prior dmg w/moist) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive. The keypad response issue occurred before the reporter took apart the keypad. The reporter claimed to have seen corrosion to the internal metallic parts. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.